Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis are listed in the product instruction for use as potential adverse effects which may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via trial that the patient underwent stenting of the pre-dilated mid right coronary artery (rca) on (B)(6) 2008. On (B)(6) 2010, the patient was admitted to the hospital with chest pain and increasing shortness of breath. Angiography revealed 75% restenosis of the mid rca stent, which was restented without complication. The patient was discharged to home on (B)(6) 2010. No additional information was provided.